Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/29/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - confirm the product code and lot number: unk - could you please confirm if the vendor is authorized by jnj? =>unk - could you please provide photos of the product? =>no have - could you please provide the attachments for the products traceability information from edc and rdc? =>unk - how was the product purchased?? =>unk - is there an indication of how the product was distributed?? =>unk - is there any indication of the source?? =>unk - based on the packaging, is there any indication of which market the original genuine product may have come from?? =>unk - please provide the source or name of person providing answers to follow-up questions: (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported by a sales rep that, the wording on the outer box has changed, including the font for "prolene" and the wording "hemoseal." It has been pointed out that if there was any difference in the contents. There was no information from jj and even the employees were unaware of the situation. A document has been requested, but it does not exist within the company. This is a change to the packaging, so it is not a product defect, but there was no notification from jj, and the customer requested documentation, so the product will not be returned. The package was not opened. It was not a control release needle. No sample will be returned. There were no adverse consequences to the patient. Additional information was requested.